Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the external pulse generator (epg) displayed two error codes. The device would not power up. Lower case was broken. One bail cover was missing. One side bail was missing. Ring was bent. Device powered up led¿s flashed for 1.5 seconds then turned off, power up issue related to the main printed circuit board (pcb). Device failed incoming testing, unit was noted to have shut down on the tester. The device will be traded-in/scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed two error codes. The epg was returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.